Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Electrical issues were reported relative to the subject ventricular lead. No abnormality in the follow-up performed on 04 feb 2021. However, on (B)(6) 2021 a follow up was performed due to ventricular pacing failure. It was reported patient discomfort. The ventricular lead impedance was above 3000 ohms. No fracture of the subject lead could be confirmed by x-ray. A re-intervention was performed on (B)(6) 2021. Since intrinsic beat could not be confirmed in the patient's condition an external pacing was applied. Appropriate connection between the subject ventricular lead and pacemaker was confirmed. The lead was measured with a psa. In bipolar mode, the ventricular signal could not be confirmed and the pacing threshold at 5v also failed. Lead impedance was also unmeasurable. Unipolar tip measurements were also performed, but these were similar to those in bipolar. At unipolar ring measurements, the ventricular signal was observed, and pacing at 5v was possible. The lead impedance was 312 ohms. No clear fracture was noted by fluoroscopy relative to the lead. The subject lead was abandoned and replaced.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Electrical issues were reported relative to the subject ventricular lead. No abnormality in the follow-up performed on (B)(6) 2021. However, on (B)(6) 2021 a follow up was performed due to ventricular pacing failure. It was reported patient discomfort. The ventricular lead impedance was above 3000 ohms. No fracture of the subject lead could be confirmed by x-ray. A re-intervention was performed on (B)(6) 2021. Since intrinsic beat could not be confirmed in the patient's condition an external pacing was applied. Appropriate connection between the subject ventricular lead and pacemaker was confirmed. The lead was measured with a psa. In bipolar mode, the ventricular signal could not be confirmed and the pacing threshold at 5v also failed. Lead impedance was also unmeasurable. Unipolar tip measurements were also performed, but these were similar to those in bipolar. At unipolar ring measurements, the ventricular signal was observed, and pacing at 5v was possible. The lead impedance was 312 ohms. No clear fracture was noted by fluoroscopy relative to the lead. The subject lead was abandoned and replaced.